Event description:
Per the doctors report, the patient was explanted due to several electrodes being located outside of the patient's cochlea. The patient's device was explanted in 2007 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.